Event description:
It was reported that when the customer opened tine outer packaging, they noticed a dirt like residue on the inner packaging.

Manufacturer narrative:
If additional information becomes available, the evaluation summary will be submitted in a supplemental report.